Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label, broken belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 350 mg/dl, the customer current blood glucose was 218 mg/dl. The customer was hospitalized on (B)(6) 2018 at 4pm. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as nausea and vomiting. The customer was treated with went to ER, then was admitted to hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.